Event description:
Patient reported ¿rupture¿ diagnosed via magnetic resonance imaging (MRI). Later healthcare professional reported "rupture and exchange". This record is for the right side. The device remains implanted. Device will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as fold flaw opening and a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases, stress marks and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported ¿rupture¿ diagnosed via MRI. Later healthcare professional reported "rupture and exchange". This record is for the right side. The device was explanted and replaced. Device has been returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, g2, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported ¿rupture¿. Patient later reported ¿lump ¿. This record is for the right side. The device remains implanted.